Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the seat post bolt is broken at the welded part.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the seat post was broken off into threaded seat post weldment, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The provider states the seat post bolt is broken at the welded part.